Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # n278991, implanted: (B)(6) 2012, product type accessory; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-09, lot # n272802, implanted: (B)(6) 2012, product type accessory; product ID 7428, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information reported the patient¿s device reports for the left stimulator were reviewed and it appeared the patient¿s left device was turning off due to low battery. The patient needed to check their device and charge more often or at least charge prior to bedtime so it didn¿t turn off during the night. The reports showed the battery turned off on the 19th and 21st due to low battery.

Event description:
It was reported the patient¿s device kept spontaneously turning off. Additional information reported the stimulation was turning off on the right stimulator only. The turning off started back in (B)(6) 2013 and it occurred about once a month. The patient first noticed the device shutting off by itself after traveling (B)(6) 2013. It had stopped for a while but it had started again. The shutting off was random and had happened a bunch of times since then. The patient places the recharger over their battery and thinks things work fine. The battery level was noted as 25-50% depending on how long they wait to charge. Additional information reported it was confirmed with the programmer that stimulation was off. When the stimulation was off the stimulator was charging quicker than usual, about 10 seconds to full. The patient is able to turn stimulation back on with the programmer. The electrode and therapy impedance was within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) believed that the patient believed that the issue was persisting on the left side. This occurred on the right side as well though that was not addressed because it was shown that it was turning off due to battery depletion. The hcp wanted to double check to see if that is the case again. The hcp stated every time they interrogate the ins the device is fully charged and the hcp claimed that the patient did a good job of maintaining the device. According to the reporter this issue occurred again on (B)(6) 2015. The reporter did not what time the device turned off spontaneously. On that date when the ins was checked with the patient programmer and it stated that it was off and so the patient turned it back on. The patient was not in advance mode on the patient programmer so they could not confirm the percent charge at that time. The left side device recharge data shows that the average session was 2.2 hours. The average interval was .4 days and average coupling of 8 boxes. The recharge data showed that the patient charged on (B)(6) 2015 for 3.5 hours to get to 100 percent. On (B)(6) 2015 for 2.5 hours to get to 100 percent charged. On (B)(6) 2015 for .5 hours to get to 100 percent charged. On (B)(6) 2015 for 2.2 hours to get to 75 percent charged. The reporter stated that the next 2 sessions did not show up though he saw on the right side that the charging went back to (B)(6) 2015. The reporter stated when he tried to scroll down to see more sessions the down arrows keys were greyed out. The right side turned off sometimes but had not done so recently. Evaluating the data from the recharger confirmed that the ins was turning off due to normal battery circumstances. The stimulator battery was too low and turning off. The three files that were evaluated confirmed the suspicion that these spontaneous stimulation off incidents were due to the patient allowing the ins to discharge to sleep mode.

Event description:
Additional information received reported that the stimulation was turning off randomly 1 ¿ 2 times a month, more so on the right implantable neurostimulator (ins) vs left ins. The right ins was running at 9.5 volts vs 6.0 volts. The patient was claiming that she checked the battery with the patient programmer and stated that it showed that it was at off but the battery level was good. The patient reported that on the night prior to report the implantable neurostimulator (ins) was turned off even though she had charged it ¿ full¿ the night prior. The patient stated that she saw the ins full icon but could not confirm with ins battery full screen she was seeing. On the night prior to report the patient went to charge the ins and the battery was at ¾ and finished charging ¿in less than 5 minutes.¿ so the patient ¿knew¿ stimulation had been off for some time.